Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the needle of the bd ultra-fine¿ insulin syringe after injection. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign matter was found on the needle of the bd ultra-fine¿ insulin syringe after injection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that fm was found on the needle surface after injection. The returned syringe was examined and exhibited hard material on the surface of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive. Sample will be forwarded to manufacturing (holdrege) on 17aug2018 for further review. On 06sep2018, holdrege received one (1) loose 0.3ml, 8mm syringe from reported batch# 6102656. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Per ftir analysis the material is most likely adhesive. Probable root cause is likely to be adhesive splatter onto the o-ring, which could then transfer the adhesive onto the cannula. The o-ring is utilized to exercise the cannula within the barrel tip once adhesive has been applied to the barrel. (B)(4) was initiated by the holdrege plant to address adhesive run-over and it's associated root cause(s). Batch# 6102656 was manufactured prior to initiation of this CAPA. No additional actions at this time. A review of the device history record was completed for batch # 6144772 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200641047] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for foreign matter on needle on lot # 6102656. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.